Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the distal end/electrodes of the lead were bent. (B)(4).

Event description:
It was reported that during implant procedure, the load tip was noted to be bent. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.